Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water tube and cylinder. Based on the results of the investigation, there is cause traced to plug unit failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a scope communication error code e226. This event occurred during inspection for use. There were no reports of patient harm.